Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that the patient's device exhibited no capture in the ventricular channel. Upon interrogation, the right ventricular lead exhibited high impedance and loss of capture. The position of the lead was suspected to be the issue. It was further noted that the insulation was damaged and there was blood on the inside of the lead. The lead was explanted. The atrial lead was placed in the ventricle and the device was reprogrammed to vvi. The patient was stable before, during and after the procedure.